Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and functional test were performed. The f-38 alarm was identified during the functional test. The cause of the condition was determined to be out of specification force sensing resistors (fsrs). To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.